Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Three sonicpin implants were implanted to fixate rib grafts to the left and right condylar head. This was completed successfully and patient was put in rubber bands instead of wiring jaw shut which allowed some movement post operatively. During post-op consults that evening and next day the patient was progressing well. Upon rounds on 2nd day post-op patients occlusion had opened and after review of the CT scan it was apparent the fixation had failed. Patient underwent another operation this time implanting bicotrical and monocortical resorb-x pins and resorb-xg plates. The patient has a titanium allergy.